Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/20/2020. Additional information was requested and the following was obtained: by "broke off" do you mean the suture separated from the needle right at the swage during the procedure? Yes. Suture detached from swage. Needle did not break was the needle removed from the patient during the same procedure? Needle was in driver. Did not fall into patient what is the condition of the patient? Stable. What was the name of the procedure? Tka. Nurse provided additional information stating that surgeon removed portion of stratafix already sutured in and started over with a new symmetric 1 to complete closure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 01/20/2020. Corrected information: h6 component code: g07002 device not returned.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2020, and barbed suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.